Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was pt stated they fell and messed up their machine and it was no longer effective. This was understood to mean the pt fell and the ins no longer provided relief to pt. When pt fell they broke their ankle and foot; pt had surgery "for everything." Pt turned their ins off around (B)(6) 2021 and then had the ins explanted on (B)(6) 2021. Pt reached out and talked to manufacturer representatives informing them that their ins was explanted.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Caller stated the ins was working like it should. Pt repeated information and reported that they assisted with an auto accident victim and slid into a truck that was flipped over in (B)(6) 2020 2 days before christmas and since then pt did not feel she was getting the therapy like she was. Pt went to try to reprogram her ins multiple times but they could not get it to work right. The hcp pt was seeing "dr howard" suggested pt replace the ins with a "nevro" ins pain stimulator (B)(6) 2021. Caller stated they did not replace the medtronic leads; caller stated that the new device has not helped pt pain since implant. Pt would like to get a medtronic ins reimplanted and they want to have the exact same programming that pt had initially. Pt stated she is currently working with dr (B)(6). Caller requested a call back from the field to answer programming questions. The patient was redirected to their healthcare provider to further address the issue.